Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, when the endoscope was withdrawn during the ercp procedure, the distal cover fell off . The distal cover was found by the pediatric sized bite block in the adult patient's mouth and removed by hand. A request for additional information is in progress. This event includes 2 reports: (B)(6) : tjf-q190v, unknown serial (B)(6) : maj-2315, unknown lot this report is 2 of 2 for (B)(6) : maj-2315, unknown lot.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h6. H10 (legal manufacturer¿s investigation): information added to this field was inadvertently not included on the supplemental medwatch. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Information provided indicates that the customer was using a pediatric mouthpiece. If the scope is attached correctly, there are no gaps or protrusions where the mouthpiece can get caught, so it is unlikely that the mouthpiece will get caught and come off. If the cover is not properly attached to the scope, there will be a gap between the cover and the scope, which may cause the mouthpiece to get caught and the cover to come off. Complaint history review: the event was the first occurrence at the facility. A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the customer.

Event description:
The customer provided additional information: the patient is reported to have no complications currently. There was no delay in procedure. The distal cover and endoscope were inspected prior to procedure but no results provided. No anti-fog agents or chemicals were applied to the scope lens or used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, no damages were observed. Secure placement of the distal cover to the scope was confirmed by the circulating nurse, scrub nurse, tech and physician prior to insertion of the scope. It was tested by using a slight tug.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.